Event description:
A rep called in to report that a patient was receiving shocks. However, upon interrogation of the device there were no shocks written to the device holter. The shock table was reported to be empty with the exception of automatic cap. Reforms. The doctor believes that the sensation the patient is describing is consistent with receiving high energy shocks. Called rep because the device has not been returned. He said the lumax is still in the pt, and they are following her daily.